Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous (av) fistula in the moderately to severely calcified left upper vessel. A 12.0 x 40, 75cm gladiator balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a non boston scientific device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous (av) fistula in the moderately to severely calcified left upper vessel. A 12.0 x40, 75cm gladiator balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a non boston scientific device. There were no patient complications reported. It was further reported that the balloon was initially inflated at 14 atmospheres for 30 seconds. The balloon ruptured during the second inflation 12 atmospheres for 10 seconds.

Manufacturer narrative:
Device evaluated by MFR: the gladiator elite 12.0 x40, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complain. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination identified no issues or damage to the tip of the device.

Manufacturer narrative:
Updated b5: describe event or problem.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous (av) fistula in the moderately to severely calcified left upper vessel. A 12.0 x40, 75cm gladiator balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a non boston scientific device. There were no patient complications reported. It was further reported that the balloon was initially inflated at 14 atmospheres for 30 seconds. The balloon ruptured during the second inflation 12 atmospheres for 10 seconds.